Event description:
It was reported that the patient had warmth and pain. The symptoms had a gradual onset, which started about 3 weeks ago. There was no known accident or incident related to this complaint. There were no falls or trauma and no new activities added to his routine. The location of these symptoms was at the implantable neurostimulator (ins) location. It was worse at night particularly when he was sleeping, as he would tend to sleep on that side and when he turned on the other side the ins would still hurt. The patient contacted his healthcare provider (hcp) office and a nurse told him to take some ibuprofen, but it was noted that the patient could not take ibuprofen. It was later reported that the cause of the event and if reprogramming was needed were unknown. The patient was to follow-up with the surgeon to discuss pain and he was to try off the counter (otc) non-steroid anti-inflammatory drug (ndaid) advil to se e if that helped as well. No troubleshooting or interventions were taken. The patient¿s outcome was unknown as the hcp had not seen the patient back in the clinic yet. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).